Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had been hospitalized for erratic blood glucose values, both high and low, with blood glucose up to 30+ mmol/l and currently 2.8 mmol/l. Reported that the customer had diabetic ketoacidosis and was then hospitalized. Customer believed the insulin pump was the cause of the unexplained high and low blood glucose values. Customer was wearing the pump during hospitalization, but will revert to a backup plan. Nothing further reported.